Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device was not returned to olympus medical systems corp. (Omsc). However, there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device, but couldn¿t duplicate the reported phenomenon. As a result of the evaluation, the following was confirmed. The angulation was insufficient due to the stretch of the angle wire. The blade of the bending tube was cut due to an external factor. The bending section rubber, grip unit, remote switch 1, video connector, light guide connector, light guide cover glass, and video connector case were scratched by external factors. The adhesive of the bending section rubber was chipped. The angulation fixing part of the control section was loose. Dirt that was difficult to remove was adhered to the universal cord due to insufficient cleaning. The video connector was cracked due to an external factor. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that snow noise displayed on the monitor and no endoscopic image was available. There was no report of patient injury associated with the event.